Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 369 mg/dl (advantage) and 106 mg/dl (aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the aviva system. Reference medwatch report with (B)(4) for the advantage system.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.